Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6).

Event description:
It was reported that a kink was observed at the rear end of the stent. The target lesion was located in the left common carotid artery. An 8.0-29 mm carotid monorail stent system was selected for use. During device preparation on the operating table, the stent segment of the delivery system was removed from its packaging and inspected. While wiping the device with saline-soaked gauze, an obvious kink was observed at the rear end of the stent. To avoid potential procedural complications, the device was not used. The procedure was completed using another stent of the same model. The patient remained stable following the procedure.